Event description:
It was reported that the left ventricular (lv) lead exhibited a chronically elevated threshold. The lv lead was reprogramed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.